Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/24/2013 with the following findings: the keypad button symbols were found to be worn; however, there was no damage observed to the keypad cover. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and the down arrow button contact was found to be inverted; contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display. A test screen was inserted and found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.